Event description:
It was reported that during a hemorrhoidopexy (longo) procedure, the instrument did not staple and cut completely. Cutting line - no staple line. Staple line - no cutting line. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received on (B)(4) 2010: the sales rep confirmed that there were no anomalies during surgery, tissue was o.k. And the surgeon worked as ever. It was no problem to overstitch the incomplete staple line; the missing cut was done with a scalpel. Patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The pt went through a security gate at a concert and subsequently felt a shocking sensation. It felt like every thing got tight and the sensation "went up the wire". The pt was taken to hospital by ambulance. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4). (B)(4). Breakaway washer cut off center the analysis results found that the device arrived in good visual condition; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted to ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.